Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it doesn't prime intermittent/inaccurate volume. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). No causes or potential causes of the customers reported problem were found, during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional testing, the reported complaint was not duplicated. No issues were found, with the pump's priming function. An accuracy test was performed. And the results were in specification. The root cause was unknown, no action taken.